Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The console presented with sound/alarm issues. There was noise. The patient continued on support with the pump and console despite the issue. There was no patient harm reported.

Manufacturer narrative:
The investigation into the reported issue has been completed. The device was received for evaluation. Console logs do not contain any information related to the aic speaker sound quality. Console was tested, but the issue was not reproduced, and no noise or distortion of the alarm sounds could be heard. This issue, however, did occur previously during manufacturing of this console and replacement of power battery manager did not resolve the issue. No other repairs were performed at that time due to inability to reproduce the issue further. It is most likely that the issue is caused by intermittent malfunction of the console¿s speakers. The console speakers were replaced and functional check of the console was performed. This report is being filed as part of a retrospective review of historical records.